Event description:
During a follow-up in clinic, noise episodes and a decreased sensing value were noted on the right ventricular (rv) lead. A portion of the lead was explanted and the remainder was capped, and a new lead was implanted. During the replacement procedure, insulation damage was noted. The patient was stable with no consequences.